Manufacturer narrative:
Product complaint#: (B)(4). Updated sections on this medwatch: h10 and concomitant products. Section b5: additional information received indicated that there was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. A 0.021 prowler select plus microcatheter (606s255x, 30654780) was used with the device. It was not necessary to remove the mc with the enterprise. It was further explained that the surface of the stent body was ¿rough¿. There were no procedural delays due to the event. An adequate flush was maintained through the devices. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during a stent assist coil embolization, an EU 4.5x22mm stent 12 mm dw tip (enc452212, 7048257) became impeded in an unspecified microcatheter (mc) and could not advance anymore. The physician retracted the stent and observed the stent body was deformed. A new stent was switched to complete the surgery. There was no patient injury reported. Additional information received indicated that there was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. A 0.021 prowler select plus microcatheter (606s255x, 30654780) was used with the device. It was not necessary to remove the mc with the enterprise. It was further explained that the surface of the stent body was ¿rough¿. There were no procedural delays due to the event. An adequate flush was maintained through the devices. Two pictures were attached to the complaint file, in which it can be noted that the stent is already detached from the unit; in one of the distal ends, the struts can be noted as not completely flared. However, due to the picture, it can not be determined if the stent has some damage that contributes to this condition. A non-sterile EU 4.5x22mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that only the delivery wire and the introducer were returned for evaluation; no abnormalities were noted on them (i.e., no kinks, no bents, or elongations). The issue documented that the stent became impeded in the concomitant microcatheter could not be evaluated through functional testing since the stent had already been released from the unit; this condition was not originally reported in the complaint is considered to be secondary to the manipulation required during the stent removal. Since the stent was not returned for inspection, the customer's allegation regarding stent damage could not be evaluated either. The stent may be gotten lost during the post-operative handling since in the provided picture, the stent was shown. The root cause of the impeded condition felt remains unknown based on the information available. There may have been other procedural and clinical factors that cannot be determined during the analysis. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of lot 7048257. The historical record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that product failure could be caused by multiple factors; the instructions for use contain the following warning: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, an EU 4.5x22mm stent 12 mm dw tip (enc452212, 7048257) became impeded in an unspecified microcatheter(mc) and could not advance any more. The physician retracted the stent and observed the stent body was deformed. A new stent was switched to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). \ initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Two pictures were attached to the complaint file, in which it can be noted that the stent is already detached from the unit; in one of the distal ends, the struts can be noted as not completely flared. However, due to the picture, it can not be determined if the stent has some damage that contributes to this condition. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint could not be confirmed since this investigation was based only on the photos provided, and no damages can be appreciated in the stent. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.